Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
An aspiration thrombectomy procedure was performed on a 31-year-old male patient with iliofemoral deep vein thrombosis. Popliteal access with medtronic 20f sentrant introducer, use of aeaner vac system, finding calcification in the proximal segment of the segment to be treated and an acute thrombus of 4 days' evolution the distal segment, liofemoral region. The catheter suffers multiple damages both at the tip and twisting of the other distal body of the aspiration catheter. In the last attempt to aspirate. The trackability dilator fractured. So the procedure could not be completed with 100% success.